Event description:
The advocate stated that the customer tested her glucose and received several readings higher than 500 mg/dl. The advocate called paramedics due to the high readings. Paramedics tested the customer's glucose at 117 mg/dl once they arrived. The difference between the customer's glucose readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.